Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 1995, the patient underwent the primary surgery via tha for right side oa with the aml-a head and the liner in question. The surgery was completed successfully without any surgical delay. After the surgery, the patient has been had instability of the right hip joint since 2022. The patient felt no pain but felt that the hip joint had no strength and was not satisfied, so s/he requested revision. The revision surgery was done on (B)(6) 2023. The head and liner were replaced. The revision surgery was completed successfully without any surgical delay. The surgeon commented that the wear and tear over the 27 years after the primary operation created a space between the head and the liner, and the center of the cup shifted each time s/he walked, which may have caused the unstable sensation. No further information is available.